Event description:
It was reported via a call from the hospital purchasing department that a wedge pressure catheter ruptured in a pt. The cath lab manager wanted immediate response. The sales rep spoke to a staff member who was involved in the case. The technician stated that there was no problem with insertion. The device was also pretested by inflating before inserting into the pt. The technician also stated they used air, but not co2 and they used the syringe in the kit. As a result of the balloon rupture, the md requested another ai-07124 for insertion. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no delay in therapy. The pt outcome is listed as no complications. Additional info received on (B)(6) 2010 from the sales rep stated "I spoke with the staff member involved in the case. He stated he used the syringe in the kit and when I asked him how much he inflated, he did not give me a direct answer. I pointed out that the syringe in the kit is 1.10 cc and the IFU (instructions for use) states for this size, max inflation capacity of .75 cc." The sales rep also discussed with the cath lab technician that "the syringe in the kit is a universal syringe used for several sizes of right heart catheters and the IFU states the inflation capacity to use for each one. The cath lab technician stated that they use several cases of this product each month." Reference MDR #2242445-2010-00070 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.